Event description:
The pt under went the successful stent assisted embolization of right paraclinoid/ophthalmic artery aneurysm. One month post procedure, the pt presented with transient hand discoordination "possibly due to a small embolic event." The pt was treated with aspirin therapy that the pt had previously stopped. Two months later, it was reported that the discoordination was resolved without any residual effects.

Manufacturer narrative:
Transient hand discoordination. No allegation of product malfunction or non conformance contributing to the reported event.